Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3248 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr3248) have been reported from the same facility in (B)(6).

Event description:
It was reported that when placing the catheter, the connector was unable to be engaged with the catheter firmly. The two were separated just with a gentle pull. No other information provided. It was reported this occurred with two devices. This report addresses the first device.